Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent will evaluate the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not charge and deliver defibrillation energy. The customer reported that it sounded as if the device was charging energy, but when they pushed the shock button, the device did not deliver a shock. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was eventually returned to physio-control for evaluation. Physio evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. Physio performed an unrelated repair. The device was subsequently returned to the customer.